Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as there are no images or product available for investigation. A direct correlation between the suspected thrombus and heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. It was reported that the patient underwent a pump exchange on (B)(6) 2023 for suspected pump thrombus. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The heartmate ii lvas, serial number (B)(6), has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that pump was exchanged due to suspected pump thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.